Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the device to ligate the appendicular artery there was active bleeding on the patient side. The bleeding was controlled with a clip and the amount of blood loss was minimal. However the staff did use a suction irrigator for the blood loss. The surgeon fired another clip and was not happy with the formation of the clip however the formation of the clip was not noted. The vessel was finally able to be occluded using a clip. A stapling device was used to complete the procedure. No adverse consequences reported.